Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons in which an urethral injury caused the physician to leave a single cylinder implanted. The patient did not experience any additional complications.